Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced pain at the implant site when moving or breathing. Pain in the back and waist was noted due to suspected device migration. It was also stated that the implantable pulse generator (ipg) was warm and had undesired stimulation in the feet and hands during magnetic resonance imaging (MRI) scan, hence the stimulator was turned off right after. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.